Manufacturer narrative:
One implant was returned for evaluation. Visual evaluation of the as returned product identified dried bone, signs of use and no apparent malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant lost integration due to sinus perforation and infection. The patient also had bone loss, abscess, edema, inflammation, and pain. The implant was removed.